Event description:
It was reported via medwatch facility (B)(4) that the balloon shaft broke. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, when putting the balloon in the shaft, it broke inside the guide catheter. The broken part was able to be removed from the catheter and a new balloon was used. No patient harm reported.